Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test and rewind test. Unable to perform the excessive no delivery test, occlusion test and displacement accuracy test due to compromised force sensor system. Alarm and motor error alarm. A33 alarm during the prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 633 mg/dl. The customer's current blood glucose was 233 mg/dl. The customer did experienced the symptoms such as nausea,vomiting. The customer was treated with insulin drip. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.